Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified left brachial vein. A 5.00mm/2.0cm/90cm peripheral cutting balloon was advanced for dilatation. During the procedure, a 6f non boston scientific introducer sheath was inserted and then a 0.018 non boston scientific guidewire was crossed the lesion. The balloon was then inserted and the lesion dilated once at 6atm. After that, angiography was performed and there was part of the lesion not dilated so physician tried to dilate again. However, during the second inflation, it was noted that the balloon ruptured in the middle part at 6atm within 10 seconds. The physician's comment on rupture was that it was a lesion with severe calcification. The device was remove and the procedure was completed with another of same device. No patient complications were reported and the patient was in good condition post procedure.